Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on the middle part of the stomach, the device fired however, there was poor staple formation which was described as incomplete closure of staple. These staples fell into the patient's cavity and were retrieved by suctioning. The staple line was also incomplete centrally. Another reload was used to complete the procedure. There was no patient injury.